Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing, resulting in an inappropriate shock to this patient on two occasions. The noise had a myopotential appearance and was reproducible with arm movements. There was oversensing present in all three sensing vectors along with small r-wave amplitude. It was noted that the system was in a good position, but the tissue was hard over the device. Technical services (ts) recommended programming optimization and x-ray. This s-ICD remains in service. No adverse patient effects were reported. According to additional information, this s-ICD system was explanted due to the aforementioned inappropriate shocks. A new transvenous ICD was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing, resulting in an inappropriate shock to this patient on two occasions. The noise had a myopotential appearance and was reproducible with arm movements. There was oversensing present in all three sensing vectors along with small r-wave amplitude. It was noted that the system was in a good position, but the tissue was hard over the device. Technical services (ts) recommended programming optimization and x-ray. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing, resulting in an inappropriate shock to this patient on two occasions. The noise had a myopotential appearance and was reproducible with arm movements. There was oversensing present in all three sensing vectors along with small r-wave amplitude. It was noted that the system was in a good position, but the tissue was hard over the device. Technical services (ts) recommended programming optimization and x-ray. This s-ICD remains in service. No adverse patient effects were reported. According to additional information, this s-ICD system was explanted due to the aforementioned inappropriate shocks. A new transvenous ICD was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.